Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer's blood glucose level was 550 mg/dl at the time of incident. The customer also reported that the insulin pump received failed battery test alarm. The customer was advised to troubleshoot for high blood glucose level but customer declined troubleshoot for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed displacement test, unexpected restart test and all operating currents tested within the specific range. The insulin pump was monitored and tested with no failed battery test noted. The insulin pump received with corroded battery tube, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, stained address/serial number label and minor scratches on display window noted.